Manufacturer narrative:
Additional information: the lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
It was reported that the patient couldn''t see clearly from beginning and couldn''t read at all. Allegedly, there was photophobia and blurry vision. The symptoms improved after the second surgery.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implant in the patient's left eye was explanted 6 months post-op due to decreased bcdva of 20/30 (rx: +0.50 sph) and exchanged with a different model lens. The patient is reporting hazy/fuzzy vision with decreased quality of vision. Allegedly, the surgeon noticed machine marks with fine ¿grains of sand¿ or ¿dusting deposits¿ on the anterior surface of the optic. The doctor was able to best correct the patient to 20/20 at 1m and noticed this developing between 2-5m post-op. The patient was injected with tri-moxi after surgery and the patient complained of floaters early post-op. The floaters eventually subsided. In the doctor's opinion, the decrease in visual acuity is most likely due to "lens imperfections."

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The explanted lens was evaluated by an outside specialist contracted by b+l. Light microscopy found minor visible rings and light scattering. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on all event and product information, the lens was believed to be the cause of the reported vision loss.